Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, missing end cap sticker, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was coming off. The customer stated that the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.